Event description:
It was reported the pt (B)(6) is experiencing inflammation and loss of stimulation at the right lead site. Lead diagnostic testing revealed no anomalies. Reprogramming did not provide resolution. Additionally, it was reported the pt was administered medication. In turn, the pt may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.